Manufacturer narrative:
The device was received for evaluation. The following was noted in the ¿as found condition¿: device has damaged proximal holder tubing guide and fluid ingress throughout device. The device failed inspection due to as found condition but passed all pvt tests without any issues. The complaint infiltration with liquid was confirmed with probable cause being spillage. Probable cause for air in line cannot be confirmed, since no problem found. Probable cause for damaged proximal holder tubing guide is damaged part. Probable cause for e458 in log cannot be determined.

Event description:
The event occurred on an unspecified date involving a plum 360 driver italian where the customer reported that the device infiltrated with liquid in the compartment for the colour infusion kit. The operators have attempted a non-invasive cleaning but often it does not start and despite the absence of air in the circuit he signals their presence. There was unknown patient involvement, unknown adverse event / human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.